Manufacturer narrative:
Corrected data: d4 UDI number one device was returned for evaluation. Visual inspection revealed the downstream sensor was contaminated. The event history log was unable to be downloaded due to alarm message error code 1260 on the pump display. Functional testing was able to replicate the reported issue; found the mpu board clock battery was damaged by the customer. The most probable root cause was the mpu board damaged by the customer. The mpu board was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited last error codes 1260, 1261 and 1210 and the device alarmed for ¿power lost while pump was on¿. The product fault occurred during testing and was not related to physical damage or abuse. There was no delay in therapy, no patient involvement and no patient harm.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.